Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6)., and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a history of atrial fibrillation (af) before implant. In this event an asymptomatic atrial tachycardia (at) was observed during their regular 4-year check up. The arrhythmia did not result in clinical compromises such as diminished ventricular assist device (vad) flow, oliguria, pre-syncope, or syncope. It was unknown if the arrhythmia in this event was thought to be device or therapy related. The arrhythmia resolved with the cardioversion.

Event description:
It was reported that the patient was admitted after asymptomatic atrial arrhythmia was observed that required direct current cardioversion-defibrillation. The relationship between the device and the event was reported to be unclear. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.